Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73a1900239 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon has been using device in the past and without complaint. However, during the recent usage he experienced 2 failed devices consecutively in a row with ae05 which both were unable to clip on and some of the clips tend to drop off before fired. After which, medquest has informed the clinic with regards to the product recall event.